Manufacturer narrative:
Externalized conductors due to internal insulation abrasion was noted at 8.4-12.3cm from the distal end. The etfe coating was intact at the same location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a symptomatic patient with chest pain presented to the clinic for a normal follow-up. The lead was diagnostically imaged and externalized conductors were observed. Normal electrical function was observed. The lead was later capped during device changeout for eri.